Event description:
New information received notes that lead fracture was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the hospital after receiving the vibratory patient notifier. High hv lead impedance was observed on rv-can and rv-svc vectors. Lead to be replaced.

Manufacturer narrative:
A partial lead with the connector pins measuring 27.9cm was returned for analysis. External insulation abrasion was noted at 19.2-19.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Without return of the entire lead a complete analysis could not be performed.

Event description:
New information received notes that the patient presented for follow-up and no further anomalies were noted. Lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.